Event description:
It was reported that a patient failed to follow therapy steps while performing peritoneal dialysis therapy. It was reported that the patient resumed setup on the homechoice while still being connected. This occurred after an unrelated alarm during dwell one. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This complaint is for a report of a use error - failed to follow therapy steps, where the home patient was connected during setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user that connecting the transfer set to the patient line before "connect yourself" appears on the screen may result in iipv, and that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. The guide also provides step-by-step instructions for connecting the transfer set to the patient line. Should additional relevant information become available, a supplemental report will be submitted.